Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, this iol was exchanged due to the pt having an unexpected postoperative refraction and the iol being decentered. The surgeon had performed an arcuate keratotomy (ak) to try and refract the pt's astigmatism, but this procedure failed. The pt had also been treated with medications. The pt cannot read well and is unhappy, so the iol was exchanged for a different model lens. The surgeon does not blame the lens for the pt's issues; he feels they are related to her preoperative cylinder that he has tried to correct. Additional info has been requested. There are three medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested on 12/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).